Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported impact on the customer¿s blood glucose level at the time of the event. Customer declined to provide backup method of insulin therapy.